Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was having difficulty pumping the device. The physician suspects that the capsule that formed around the pump was too thick, causing the difficulty to pump. A surgical procedure was performed, during which the pump and cylinders were removed, and replaced. The pump was placed in a new location. No additional patient complications were reported.